Event description:
The customer reported to olympus during a unknown diagnostic procedure, no image on the hd camera head. There was no delay reported. The procedure was completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no image was due to moisture on the charged coupled device (ccd) and cut on the cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to the cloudiness inside the charged coupled device (ccd) lens. Additionally, it¿s probable the cloudiness inside the ccd lens was due to a water leak from the cut cable. The root cause was unable to be identified. Olympus will continue to monitor field performance for this device.